Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a "blown out" proximal extension (to 40mm) and aneurysm extending to the renals. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported. Additional information: clinical assessment identified aortic coiling was performed at the index procedure. This procedure is outside the indications of use (off-label) due to concomitant use with products outside the IFU. Clinical review of the post implant computed tomography (CT) scan identified proximal extension migration of 18 mm and an indeterminate endoleak. The physician completed a reintervention and elected to re-line the existing grafts with a non-endologix device (z fen cook ).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the dilation of the proximal extension. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical records and imaging available for review. However, due to aortic coiling performed at the index procedure, this concomitant product use condition (off-label) may have caused or contributed to the reported event. Additionally, clinical review of the post implant computed tomography (CT) scan identified proximal extension migration of 18 mm and an indeterminate endoleak. The migration of the proximal extension (superior stent margin 18.2 mm below the left renal artery) was confirmed medical records only. The presence of thrombus within the stent indicates an endoleak, however with the coiling artifact it was not possible to determine the origin. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem has been updated. E1: initial reporter, name and address has been updated. H6: method code: remove code 4114 h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a "blown out" proximal extension (to 40mm) and aneurysm extending to the renals. The physician plans to re-intervene but surgery has not been scheduled. As of date, there have been no additional patient sequelae reported.